Manufacturer narrative:
Visual inspection found tool marks on the device and header, and this is consistent with explant damage. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for implantable cardiac monitor (icm) explant due to normal depletion. During the procedure, it was noted that the icm had severely coalesced with the adjacent tissues. Upon extraction, the resin head of the icm had inappropriately separated from the device body. The device was extracted with no consequences to the patient.